Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to high thresholds and high out-of-range pace impedance measurements greater than 2,500 ohms. No additional adverse patient effects were reported.